Event description:
During the pvi pfa procedure, an air leak from the sheath valve was observed. Transseptal puncture was performed with an sl sheath which was then exchanged for the agilis 13f sheath. The catheter was inserted approximately 15-20cm and while performing aspiration, air bubbles were observed. Aspiration was repeated but a lot of air continued to come in. The sheath was replaced which resolved the issue and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.